Manufacturer narrative:
Ni

Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) to the arterio-venous fistula of the forearm the balloon was reported to have ruptured circumferentially. There was presence of calcification in situ. A catheter inflation device was used to inflate the balloon; however, the balloon burst at or below the balloon's rated burst pressure (exact atmospheres is not known). Consequently, attempts to withdraw the (pta) system through the sheath introducer were made; however, this was difficult. The balloon opened itself like an umbrella and was stuck inside the sheath introducer (si). Subsequently, all devices were removed and there was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.